Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
During variax elbow surgery, although the surgeon inserted the bone screw in plate oval screw hole(most proximal hole), the screw head passed screw hole. Therefore the surgeon changed the bone screw to another same size screw and completed the operation.

Manufacturer narrative:
Evaluation summary: the reported event that bone screw variax full thread 3.5mm / l26mm (screw passed screw hole) could be confirmed. Based on investigation, the root cause of the determined event was attributed to a user related issue. The damage on the screw diameter is about 0.23 mm. The damage shows a plastic deformation. The screw was probably not assembled according to the operative technique. The 30 degree border has been exceeded with highest likelihood. A sign for the exceeding is the metal lip which folded upwards. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time.

Event description:
During variax elbow surgery, although the surgeon inserted the bone screw in plate oval screw hole(most proximal hole), the screw head passed screw hole. Therefore the surgeon changed the bone screw to another same size screw and completed the operation.